Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number ramping anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.

Event description:
Customer reported that the insulin pump received a button error alarm. Customer stated that the up and down arrows buttons are not responding. She stated that when she presses the up button to program a bolus; the numbers scroll up. The screen is frozen on the number 6 after changing out the battery. Blood glucose value is 364 mg/dl. Customer stated she did get wet from the rain for 30 or 45 second. She stated it was very hot and she may have also gotten sweat on the insulin pump. There is not any condensation seen on the screen. Nothing further reported.